Manufacturer narrative:
The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) asian male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. The patient had cerebral infarction after replacement of impella 5.0 pump and there was no treatment. The patient is relatively prone to blood clots.